Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. The shocks occurred the day after implant. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the primary sensing vector. The shock impedance at implant was in the 70s. The shock impedance for the inappropriate shocks was 166 ohms. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.